Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they replaced speaker, still no sound, but still gets error messages: speaker malfunction inop. There was no reported patient incident or injury.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-01975.